Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 700 mg/dl. The customer was treated with novolog pen. Customer had symptom of vomiting. The customer was wearing the insulin pump during the hospitalization. Customer does not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.